Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was able to be confirmed by the imagery and cine provided. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non conformances were able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in an edwards technical summary. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. As reported in this complaint, the balloon burst as soon as the valve was fully deployed and blood came out through the atrion syringe. It was noted that there was calcification present in the landing zone. It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. It should be noted that these mitigations are still in place. However, a definite root cause was unable to be determined. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. An existing technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursion above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
As reported, by our affiliate in (B)(6) , this was a 26mm sapien 3 tavr case by transfemoral approach in aortic position. During valve implantation, the balloon burst as soon as the valve was fully deployed and blood came out through the atrion inflation device syringe. The valve was successfully deployed. The patient was discharged and the patient outcome was good. As per medical opinion, the root cause of the balloon burst, since tavi device preparation and procedure were conducted as usual, may have been that the device was defective.